Event description:
It was reported that at the one-year post-op visit, patient reported that they had been experiencing a "pricking" feeling for 3 weeks. X-rays found that the locking bar had fractured. Revision procedure was performed on (B)(6), 2012.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event.